Manufacturer narrative:
(B)(4). Date sent 10/17/2024. D4 batch #698c72. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. In addition, a gst60b reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused the pcb to be damaged. A manufacturing record evaluation was performed for the finished device batch number 698c72, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2024, d4: batch # unk, d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: when the jaws were positioned and the closing lever was closed and secured, the safety lever was not released and the firing trigger was not pulled, but the jaws were fired unintentionally. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy and colectomy, when the device was inserted into the gastric jejunum and the lever was closed, the safety lever was not released and the device could be fired on its own at the 8th firing. The cartridge color was blue. The suture position was as planned and there was no problem with reconstruction. The knife moved to the tip and did not automatically return to the home position when firing. The home button was used but did not work. The manual override was used to return the knife and released from the tissue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.